Manufacturer narrative:
Visual evaluation of the returned product found the inner pouch was not sealed during manufacturing. Sterility would be considered breached as the device was not packaged to the sterilization validation. Medical records were not provided. Review of the supplier device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator (supplier) not following the work instructions provided. This complaint was confirmed by evaluation of the returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) g2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the implant was opened and the sterile packaging was missing. Another device was used to complete the procedure and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.